Event description:
It was reported that the bd syringe luer-lok¿ tip scale was no longer legible when touched with "freshly disinfected" hands before use. The following information was provided by the initial reporter, translated from german to english: "the printed scale is no longer legible (clear) when it is touched with freshly disinfected hands and the syringe can therefore no longer be used.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: one resealed 100-count 1ml shelf carton from batch 9322094 (p/n(B)(6)) was received and evaluated. The carton was opened and appeared to be full of 1ml syringes in blister packs from the same batch and part number. There was also a single loose syringe taped to the top carton on the outside. The loose syringe appeared to have been manipulated and had some faded and missing print between the 0.4ml and the 0.8ml markings. One of the syringes in a blister pack was observed to have some faded markings but was acceptable per product specification. All 100 unused syringes in blister packs were tested for scale marking permanency using alcohol. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip scale was no longer legible when touched with "freshly disinfected" hands before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the printed scale is no longer legible (clear) when it is touched with freshly disinfected hands and the syringe can therefore no longer be used."